Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer stated that prior to the alarm, they were trying to change the infusion set and the numbers would not come up on the screen of the insulin pump when they tried to fill the tubing of the infusion set. The customer's blood glucose was 220 mg/dl. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a broken belt clip slot.